Event description:
Patient was revised approximately 11 weeks after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 36 mm + 3 standard humeral cup explanted and replaced with 36 mm + 3 stability humeral cup.

Manufacturer narrative:
Revision occurred 11 weeks after the primary surgery for a dislocation of no known cause. No actual, implied, or suspect link to fx product.